Event description:
The customer contact the kit (B)(6), in order to ask a replacement for the broken product. The event occurred during a surgical procedure without any adverse consequence for the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should additional info become available, the eval summary will be submitted in a supplemental report.